Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the right femoral artery after an unspecified procedure. Reportedly during removal, the device became stuck in the patient's artery. The device was removed using counter-tension and hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.